Event description:
It was reported that the patient had an inappropriate shock due to a supra ventricular tachycardia. The heart rate was in the device's shock zone. Technical services recommended the clinic to increase the device's shock zone rate to avoid another inappropriate shock. There were no additional adverse patient effects. The system remains implanted.